Manufacturer narrative:
This report is based on information provided by philips local customer service team and has been investigated by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the rfu (ready for use) became a red x. Analysis was performed by philips japan bench repair. The reported problem (rfu became a red x) was determined to be due to the breakdown of som (system on module) board. After performing an operational check, the error was resolved. However, the dfm100 assy som (45356448905) was replaced and the device was returned to customer with full functionality. Based on the information available and the testing conducted, the reported problem was determined to be due to the defective som board. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The issue was resolved by replacing the dfm100 assy som and performing the operational check. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the rfu (ready for use) became a red x. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the efficia dfm100 defibrillator rfu became a red x. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips local customer service team and has been investigated by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the rfu (ready for use) became a red x. Analysis was performed by philips japan bench repair. The reported problem was determined to be due to a som (system on module) board failure. The root cause of the component failure could not be determined. Philips japan bench repair submitted a repair estimate for a som board replacement to the customer. However, as of the date of closure of this complaint, the customer has not accepted the quotation. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.